Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 261 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
No unresponsive esc and act buttons noted. However, the insulin pump had moisture damage on keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.